Manufacturer narrative:
(B)(4). Date sent to the FDA: 11/19/2020. Additional information: d10, h6. Additional h3 investigation summary: it was reported that the suture is fraying after we put them into the aorta. A picture was received for analysis. Upon to visual inspection of the picture, a needle/suture piece with damaged due stress. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as on what caused the suture is fraying since device was not returned for analysis. Additional h3 investigation summary: an opened box with five unopened samples of product code pxx50 lot # qcmldm were received for evaluation. The product code is multistrand count and each packet contains eight strrands double armed. During the visual inspection of five unopened samples, no defects were found on the package. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged, fraying or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot qcmldm, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an aortic valve replacement procedure on (B)(6) 2020; and suture was used. During the procedure, the suture frayed after it was placed into the aorta to suture the valve in then broke while tying it in. Another like device was used to complete the procedure. There were no adverse patient consequences reported. No additional information was provided.